Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety-product/procedure.

Event description:
Patient reported right side rupture and exchange from textured to smooth implant. The device remains implanted.

Event description:
Patient reported right side rupture and implant exchange due to patients concern with product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.